Manufacturer narrative:
H6: clinical code 4581: unreactive (fixed) pupil. Claim#: 433690.

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into a patient's eye. Two weeks post op the patient presented with an dilated nonreactive pupil. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.